Event description:
It was reported that the patient presented to the emergency room after having an episode of syncope. Upon interrogation, no capture, no sensing, and high out-of-range pacing impedance were noted on the right ventricular (rv) lead. On (B)(6) 2024, the rv lead was capped and a new rv lead was successfully implanted. There were no adverse health consequences, the patient was stable.